Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). The following sections could not be completed with the limited information provided: product requested, not yet returned.

Event description:
During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. There was no patient injury and no delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. An investigation of the complaint has been performed consisting of a documentary review. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. According to the available data and as the product has not been returned for inspection, the exact root cause of the incident cannot be determined. UDI# (B)(4).